Event description:
Additional information received indicates surgical intervention took place on (B)(6) 2025, wherein the migrated lead was explanted and replaced to address the issue. The other lead and ipg were also explanted and replaced electively during the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 7725892.

Event description:
It was reported patient was unable to set their ipg to MRI mode. X-rays revealed one of the drg leads had migrated. As a result, surgical intervention may take place at a later date to address the issue. It is unknown which lead caused the issue.